Event description:
Caller (patient's daughter) reported three qc2h errors on inratio meter. Patient's daughter did not understand the meaning of the errors and thought that "hi" meant that her mother's inr was high, instead of "hi" meaning that the qc was high. Therefore, patient's daughter cut her mother's coumadin in half.

Manufacturer narrative:
Qc errors are designed to be generated if the strip has been exposed to adverse environmental conditions. There is no information in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. Since product is not expected to be returned, further investigation will not be pursued. Root cause could not be determined due to insufficient information. As of (B)(6) 2010, fourteen total discrepant complaints have been reported for lot #234526 yielding a complaint rate of 0.012%. Due to this low occurrence rate, below the alert level of 0.05% and the action threshold of 0.1%, no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.